Manufacturer narrative:
A field service engineer (fse) was dispersed who arrived at the site to address the reported event. Inspection of the device revealed a blockage in the peek tubing from the injection valve to the filter housing. Fse replaced the peek tubing and upgraded the software to rev 5.23. The device was then calibrated and qc ran without issue. No further action was required by fse the probable cause of the reported event was due to fault/ failure of the peek tubing from I-6 to the filter housing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported high pressure with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.